Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic attempted robotic repair of hernia, repair of incarcerated recurrent incisional hernia with mesh, small bowel resections x2, right and left component separation or releasing of the rectus abdominal muscle and advanced, and the removal of mesh. The patient experienced pain.